Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04396, for the associated device info. It was reported to boston scientific corp, that two resolution clip devices were used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (age unk, however, it was reported to be over 18 years). According to the complainant, during the procedure, the first clip would not advance through the sheath. Using a second device, when the sheath was removed the clip fell off. The case was completed with a third resolution clip device. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).